Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose levels 436 mg/dl. Customer¿s blood glucose was 309 mg/dl at the time of incident. Customer was treated with insulin pump and syringe. Drive support cap was normal. Insulin was exited with quick release. Customer was assisted for troubleshooting for high blood glucose. Customer stated that there was no leak or air bubbles. The insulin pump will not be return for analysis. Paradigm quick set mmt-397.